Event description:
Actual rotating head with the bristles has broken off and come away from the neck of the brush head - oral-b, device breakage. Case narrative: female consumer via e-mail stated that the actual oral-b cross action toothbrush rotating head with the bristles broke off and came away from the neck of the oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.